Event description:
It was reported that during the procedure the generator displayed error message 40000. The facility power cycled and rebooted the generator, but was unable to clear the error message. The procedure was not able to be completed without clinical consequences to the patient.

Event description:
It was reported that during the procedure the generator displays error message 40000. The facility power cycled and rebooted, but was unable to clear the error message. The procedure was not able to be completed without clinical consequences to the patient.

Manufacturer narrative:
Section g1: MFR site facility name and address corrected. The fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual inspection of the generator, the reported 40000 error message was able to be confirmed upon start-up of the generator. The error message is indicative that the generator is unable to communicate with the master control board (mcu). The mcu was also replaced, and the generator received all required upgrades. In addition, the generator failed hi-pot test requiring replacement of the generator delivery cable. The generator passed full functional and electrical safety testing after replacement of the parts. Based on analysis result and information available, the primary cause of the reported 40000 error message was likely due to an electrical overload with the mcu component.